Manufacturer narrative:
(B) (4). Physio-control informed customer that a biphasic pcb assembly replacement is most likely needed to fix the device. However, customer declined physio's repair offer and elected to remove the device from service. A definite cause of failure could not be determined.

Event description:
Customer reported that the device illuminated the service wrench after replacing a battery. Physio-control evaluated the device and observed that it was not functional to deliver defibrillation therapy. There was no pt involvement associated with the event.